Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient's age unknown). According to the complainant, prior to use, it was noted that the pullwire was exiting the exit port. This device was not used. The procedure was completed using another rapid exchange biliary stent system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Pullwire exited sideport). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.